Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose (bg) level was 574 mg/dl with ketones that were identified as dangerous by a healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit on (B)(6) 2025. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged (B)(6) 2025.